Manufacturer narrative:
Date of event: estimated based on aware date of (B)(6) 2021. Implant date: estimated based on implant occurring two years ago.

Event description:
It was reported via social media that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. Approximately two years post-implant, a transesophageal echo (tee) was performed and a blood clot was noted on the device. The patient had been off of blood thinners at the time of the event. The patient was put back on blood thinners. No additional information is known at this time.